Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 at corny hospital for 4 days. The blood glucose of the patient was in the range of 400 mg/dl. The customer specified other blood glucose value as 146 mg/dl. The customer said that their blood glucose value ranges from 40mg/dl to 400 mg/dl. The customer experienced symptoms such as dehydration and migraine. The customer was wearing the insulin pump during the hospitalization. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.